Event description:
The licox unit was placed and the catheter (unsure if icp catheter) was inserted and had no reading. A second catheter was placed and fell apart at the connection. Telephone call was placed to the reporter, requesting additional info.